Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was loose during use caused leakage when medication was pushed into the IV bag. Lot #'s 9056864 and 9056894 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "the pharmacy tech states syringe leaks once they have something push drug in IV bag and is leaking at the bottom enduser states ¿ the black rubber thing inside not sealed all the way, is leaking¿.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9056864. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-25. Medical device lot #: 9056894. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe stopper was loose during use caused leakage when medication was pushed into the IV bag. Lot #'s 9056864 and 9056894 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "the pharmacy tech states syringe leaks once they have something push drug in IV bag and is leaking at the bottom enduser states ¿ the black rubber thing inside not sealed all the way, is leaking¿."